Event description:
A malfunction was reported on a pump, identified by the user without any preceding events. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.